Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that inappropriate shocks were observed. Device interrogation revealed atrial fibrillation with rvr. Patient medications were changed. The patient was discharged and in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device reached eri and was explanted and replaced.

Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inappropriate therapy could not be determined.